Event description:
The manufacturer received information alleging that a CPAP had a short circuit. The CPAP machine caught fire while it was on the table beside the patient. The device was not reported to be in clinical use at the time of the incident. Medical intervention was not specified. There was no allegation of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.